Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for six patients on their e170 analyzer. The e170 analyzer serial number was either (B)(4). Clarification has been requested. The customer alleged they were getting sporadically high, positive results on the e170 analyzer that repeated negative on a second e170 analyzer and on their cobas e411 analyzer. The customer stated all the other samples analyzed on the date of the event were repeated correctly. All the patients' initial results were reported outside the laboratory. All the patients were female. The first patient's sample was collected in the emergency room. The initial hcgb result was 369.1 miu/ml. The patient was not pregnant. The primary tube was repeated on the second e170 and the e411 analyzers and the results were 0.100 miu/ml. The second patient's initial hcgb result was 17.03 miu/ml. On (B)(6) 2013, the repeat result from a modular pre analytics (mpa) device aliquot tested on the second e170 analyzer was 0.100 miu/ml accompanied by a data flag. The third patient's initial hcgb result was 22.01 miu/ml. On (B)(6) 2013, the repeat result from an mpa aliquot tested on the second e170 analyzer was 0.100 miu/ml accompanied by a data flag. The fourth patient's initial hcgb result was 117.7 miu/ml. On (B)(6) 2013, the repeat result from an mpa aliquot tested on the second e170 analyzer was 0.100 miu/ml accompanied by a data flag. The fifth patient's initial hcgb result was 7.14 miu/ml. The repeat result from an mpa aliquot was 0.100 miu/ml. The sixth patient's initial hcgb result was 2411 miu/ml. On (B)(6) 2013, the repeat result from the primary tube tested on the second e170 analyzer was 0.297 miu/ml accompanied by a data flag. It was unknown if there were any adverse events. The hcgb reagent lot number was 16956303 and the expiration date was 01/31/2014. The field service representative went on site. Performance testing was done with passing results. The customer has run over 200 hcgb comparisons or previous patients and the results compared with the second e170 and e411 analyzers.

Manufacturer narrative:
Has been updated to include the serial number of the analyzer.

Manufacturer narrative:
Additional information has been provided. The field service representative performed a preventative maintenance and replaced the gear pump. He checked the pressures, the rinse flow, alignments, and replaced the sample liquid level detector. He found a slight leak in the cleancell barrel and replaced it. He also replaced all sipper and extra wash nozzles. The quality control was ok. There have been no more incidences since this one.